Event description:
The customer reported that there was 'generator error' message displayed. This error prevented the system from booting to a usable state. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe system batteries was evaluated and identified as damaged. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.